Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2018 at 11:30am when he alleged obtaining a blood glucose result of ¿193mg/dl¿ using the subject meter compared to a result of "177mg/dl" using his onetouch ultrasmart meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes using an insulin pump (also takes beta blocker) and reportedly reduced his food consumption in response to the high reading obtained. The patient claimed to experience symptoms of "felt something not right" and "unable to read numbers on his computer" around 2pm, and was taken to the hospital at 2:30pm where he was given juice and crackers. The patient's blood glucose was measured using the hospital meter with a reading of "60mg/dl" at 2:45pm. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high reading using the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.